Manufacturer narrative:
Device used for treatment and not diagnosis. Manufactured october 2011. All features that could be measured met specification. The manufacturing documents were reviewed and no complaint related issues were found. This lot of 210 pieces was manufactured in october 2011 and we are not aware of any other complaint or any quality problem for this article and lot number. Based on the complaint description we suppose that too much lateral stress was applied onto this device and that finally a mechanical overload caused this breakage. No product fault could be detected.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure with a patient presented with tibial plateau fracture, the lcp drill sleeve broke. Reportedly the surgeon covered the bone surface with the lcp plates and fixated the plate with screws. After the fixation, the lcp drill sleeve was mounted onto the diaphyseal region side of the plate. After the surgeon drilled the screw, he checked the drill sleeve and found that the tip of the sleeve was broken. The broken fragment fell down to the medullary cavity through the drill hole. The broken fragment remains in the patient. It was reported the drill sleeve was not mounted for the correct direction.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.